Event description:
It was reported that during a gallbladder procedure, upon firing, the clips were not forming correctly. We are returning product and clips in a container showing the shape. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.